Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated it on october 11, 2017. The ptfe pad of the subject device was worn and partially separated. The manufacturing record was reviewed and found no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn and partially separated when the user continued to activate seal & cut mode without contacting the tissue (including after the tissue was already cut). The instruction manual of the device has already warned as follows; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopy, the subject device was used. The probe of the subject device fell off inside the patient. The fallen probe was retrieved from the patient. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on october 11, 2017. The model number of the subject device was not tb-0535fcs but tb-0535fc. The probe was broken off. The ptfe pad was separated. The coating on the outer surface of the jaw was partially came off. This is the report regarding the ptfe pad damage. The report regarding the probe damage and the coating damage are going to be separately submitted.